Manufacturer narrative:
Manufacturer's investigation conclusion: no device-related issues or adverse events were reported by the account. It was originally reported that the patient expired; however, it was later clarified that this information was reported by mistake. The patient reportedly underwent a heart transplant. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Although no adverse events were reported, this document lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the patient had not passed away. The patient had received a routine heart transplant on (B)(6) 2019.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away. The cause of death is unknown. The outcome was not considered to be device or therapy related.